Event description:
During biomed testing the device displayed "pacer disabled," defib disabled" "pacer fault 116, " and "defib fault 72" messages. There was no patient involvement in the reported malfunction.